Event description:
It was reported the home patient experienced a break in aseptic technique during peritoneal dialysis therapy (pd) using unknown baxter disposables which caused peritonitis manifested by cloudy peritoneal effluent and abdominal pain. The onset of peritonitis occurred after the patient had withdrawn from pd therapy and was switched to hemodialysis therapy three times a week. The patient was hospitalized for 2 weeks for peritonitis. The patient was treated with vancomycin 2 grams intraperitoneally (ip) every 5 days and gentamycin 60mg ip (frequency not reported). Following discharge from the hospital, the patient was placed on unspecified oral antibiotics. The patient recovered from peritonitis. It was not reported if the patient was retrained on aseptic technique.

Manufacturer narrative:
(B)(4). Onset of peritonitis was reported as (B)(6) 2013. The device was not returned; therefore, a device analysis could not be performed. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.